Manufacturer narrative:
The insulin pump was received with cracked case behind the pump near the battery compartment, cracked battery tube threads, detached reservoir tube retainer and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that there was crack at the back of the insulin pump. The customer's most recent blood glucose was 20 mmol/l at the time of call. The customer was advised to disconnect from the insulin pump. The insulin pump will be replaced and was returned for analysis.